Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Capture management was not able to confirm threshold. Manual threshold was performed and the threshold was high with no capture. Patient will get a chest x-ray to verify device position and be re-evaluated in the office in four weeks to see if acute threshold has decreased. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.